Event description:
It was reported that five days after the implant procedure, the patient went to the clinic with an alarming device due to high right ventricular (rv) lead impedance (greater than 3000 ohms), no pacing with the current threshold setting, and low rwaves. The physician suspected a connection issue. The pocket was re-opened and the rv lead was reconnected to the device resulting in normal values. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: d264vrm, implantable defibrillator, (B)(6) 2013. (B)(4).